Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to the battery becoming inoperable. The patient. May undergo surgery to explant the ipg.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient stopped charging the ipg since 2017 due to never getting relief from therapy.